Event description:
Caller reported a malfunction on the pump, which was not preceded by any notable events. There was no adverse impact to the customer's blood glucose level. The customer had attempted self-troubleshooting, which resulted in the pump being unable to turn on. Technical support resolved the issue by deciding to replace the pump. The customer was advised on necessary procedures, including using a current pump and mdi if needed, programming settings, and connecting a cgm to the new pump. Instructions were also provided for returning the malfunctioning pump to tandem. The customer acknowledged and understood all instructions given.